Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
The delay in surgery was extended by 15 to 20 minutes due to the reamer's lack of aggressiveness (the instrument did not ream properly).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based on the investigation performed, no product failure was identified, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.